Event description:
It was reported that the patient had a loss of therapy. It was noted that the leads broke. It was noted that the entire system was explanted. It was noted that the patient had no further symptoms or complications and the patient was alive with no injury at the time of the report. It was noted that the four leads were used for peripheral field stimulation. It was noted that the patient was their spouse¿s caregiver and over time with lifting and bending the leads failed and had many out of range results and the system was no longer effective. It was noted that the entire system was explanted and could not be re-implanted because this use was off label.

Manufacturer narrative:
Product ID 3708220, serial# (B)(4), implanted: 2008-(B)(6), product type extension product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2008-(B)(6), product type extension product ID 3888-33, lot# v037681, (B)(4)implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3487a-33, lot# v022888, implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3487a-33, lot# v022888, implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3888-33, lot# j0546598v, implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type lead product ID 37742, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2007-(B)(6), product type recharger. (B)(4).